Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI scan, it was noted that the device went into backup mode. Session records were reviewed and indicated MRI settings were not programmed during the MRI. The device was re-programmed to resolve the issue and normal function was restored. The patient was stable with no adverse consequences.